Event description:
Information was received from a healthcare provider (hcp) via a patient (pt)  regarding an external device. The reason for call was caller stated they were notified by hcp's office that patient reported their recharger is getting hot at the relay box and the cord.  Patient's ins is currently depleted. The caller was not with the patient. A replacement recharger telemetry module (rtm) was sent out. Manufacturer representative (rep) called in and said the pt's controller was not working. Pt had charged the controller to 100% and then controller displayed that the controller was not charged when the pt tried to charge the ins. Pt tried to charge controller again, but found the controller screen was blank/unresponsive when plugged into ac power supply. Reset tried, but controller remained blank/unresponsive. Rep. Said the pt confirmed ac power supply was working as intended because pt had just charged to 100% on the controller. A replacement controller was sent out.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3:analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed got warm after running it at relay box as well as a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type: programmer patient. H3. Analysis found no non-conformances with the controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.